Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
Loss of capture on this lv lead so it was capped and replaced with an epicardial lead. No adverse patient events were reported. Should additional information be received, this file will be updated.